Event description:
It was reported that a patient was being taken out of the ambulance, the cot did not catch on the safety hook and the cot fell out of the ambulance with the patient on it. When falling, the cot knocked the step down causing the patient to hit the top of their head. This caused a 1.5 inch abrasion to the patient.